Manufacturer narrative:
Evaluation of the returned product shows that the alarm powers on but does not alarm. The battery door was broken and was replaced. The unit was retested and the alarm functions properly.

Event description:
The customer reported that the alarm did not sound when they were testing it prior to use on a pt.